Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted three weeks after implantation due to lens subluxation. The lens was replaced with same model but +3 diopter difference. Wound was enlarged and suture used during procedure with no complications. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l for evaluation. No product failure found. The lens was undamaged and functioned as expected. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.